Event description:
On (B)(6)2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 500 mg/dl. It was reported the patient incorrectly changed the time after changing the battery. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a device use error.